Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable pulse generator (ipg) was implanted in "the wrong place" and is now "several inches lower and sticks out." The device will be explanted and replaced. No patient complications have been reported as a result of this event.